Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced ineffective stimulation. Subsequently, the patient underwent surgical intervention on 06/17/2015, where his entire scs system was explanted. It was noted the patient was to originally undergo a revision however, the patient decided to have his system explanted due to scar tissue from previous surgeries.